Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was to be implanted in the large airway to treat an approximately 16x40cm airway stenosis during a transbronchial tracheal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was not dilated and was not tortuous prior to stent placement. The patient presented for emergency surgery with low blood oxygen saturation level. During the procedure, the stent could not be deployed during the release of the pull wire. As a result, the patient's blood oxygen saturation level became even lower. It was unknown if there were any interventions. The procedure was completed with another stent of the same model. The patient's condition was stable following the procedure. There were no further complications reported as a result of this event. Note: it was reported that the stent was to be implanted in a benign indication, and there was no malignancy at the site. However, per the ultraflex tracheobronchial stent system directions for use, the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.

Manufacturer narrative:
Block b5 and block h6 have been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0726 captures the reportable event of hypoxia. Imdrf impact code f12 captures the reported event of serious injury, illness, or impairment. Block h11: an ultraflex tracheobronchial stent system were received for analysis. Visual examination of the returned device revealed that the stent was partially deployed. Also, the suture was found tangled. Functional inspection related to the deployment of the stent could not be performed properly. Product analysis confirmed the reported event of stent partially deployed. This event was most likely due to procedural factors such as lesion characteristics, handling of the device, and technique used by the physician. Additionally, the cause of the reported events of hypoxia and serious injury/illness/impairment could not be established as this event happened during the procedure and there were no objective evidence or descriptive condition to establish the cause. Based on all available information, the investigation selected that the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was to be implanted in the large airway to treat an approximately 16x40cm airway stenosis during a transbronchial tracheal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was not dilated and was not tortuous prior to stent placement. The patient presented for emergency surgery with low blood oxygen saturation level. During the procedure, the stent could not be deployed during the release of the pull wire. As a result, the patient's blood oxygen saturation level became even lower. It was unknown if there were any interventions. The procedure was completed with another stent of the same model. The patient's condition was stable following the procedure. There were no further complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0726 captures the reportable event of hypoxia. Imdrf impact code f12 captures the reported event of serious injury, illness, or impairment. Block h11: an ultraflex tracheobronchial stent system were received for analysis. Visual examination of the returned device revealed that the stent was partially deployed. Also, the suture was found tangled. Functional inspection related to the deployment of the stent could not be performed properly. Product analysis confirmed the reported event of stent partially deployed. This event was most likely due to procedural factors such as lesion characteristics, handling of the device, and technique used by the physician. Additionally, the cause of the reported events of hypoxia and serious injury/illness/impairment could not be established as this event happened during the procedure and there were no objective evidence or descriptive condition to establish the cause. Based on all available information, the investigation selected that the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block a1 has been corrected. Block h11 (investigation results) has been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0726 captures the reportable event of hypoxia. Imdrf impact code f12 captures the reported event of serious injury, illness, or impairment. Block h11: an ultraflex tracheobronchial stent system were received for analysis. Visual examination of the returned device revealed that the stent was partially deployed. Also, the suture was found tangled. Functional inspection related to the deployment of the stent could not be performed properly. Product analysis confirmed the reported event of stent partially deployed. This event was most likely due to procedural factors such as lesion characteristics, handling of the device, and technique used by the physician. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the stent was to be implanted in a benign indication, and there was no malignancy at the site. The IFU states, "the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." Additionally, the cause of the reported events of hypoxia and serious injury/illness/impairment could not be established as this event happened during the procedure and there were no objective evidence or descriptive condition to establish the cause. Based on all available information, the investigation selected that the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was to be implanted in the large airway to treat an approximately 16x40cm airway stenosis during a transbronchial tracheal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was not dilated and was not tortuous prior to stent placement. The patient presented for emergency surgery with low blood oxygen saturation level. During the procedure, the stent could not be deployed during the release of the pull wire. As a result, the patient's blood oxygen saturation level became even lower. It was unknown if there were any interventions. The procedure was completed with another stent of the same model. The patient's condition was stable following the procedure. There were no further complications reported as a result of this event. Note: it was reported that the stent was to be implanted in a benign indication, and there was no malignancy at the site. However, per the ultraflex tracheobronchial stent system directions for use, the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was to be implanted in the large airway to treat an approximately 16x40cm airway stenosis during a transbronchial tracheal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and not dilated prior to stent placement. The patient presented for emergency surgery with low blood oxygen saturation level. During the procedure, the stent could not be deployed during the release of the pull wire. As a result, the patient's blood oxygen saturation level became even lower. It was unknown if there were any interventions. The procedure was completed with another stent of the same model. The patient's condition was stable following the procedure. There were no further complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0726 captures the reportable event of hypoxia. Imdrf impact code f12 captures the reported event of serious injury, illness, or impairment.